Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets bent cannula events on (B)(6) 2025 and (B)(6) 2025. Events occurred after 3 or more hours of insertion. Infusion sets were used for 3 hours or less. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event due to which patient took assisstance and patient got treated with multiple daily injection (mdi). Patient had ketones and ketone levels were found to be life-threatening. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.